Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to the emergency department as they were found unresponsive. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that both the right atrial (ra) lead and right ventricular (rv) lead displayed increased thresholds and impedances. The leads remain in use. No further patient complications have been reported as a result of this event.